Event description:
A patient elected explant was reported. There were no known performance issues. The pump was explanted (B)(6) 2013.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; gear train anomaly stall due to shaft bearing. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis the technician found residue and shaft wear on the lower shaft of the rotor magnet.